Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information available, the reported patient effect of tissue damage appears to be due to procedural conditions. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) was advanced and grasping was performed, successfully reducing mr. However, shortly after the leaflets were grasped, mr returned to a grade of 4 and echocardiogram showed a small perforation near the posterior annulus. The physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.